Manufacturer narrative:
Visual analysis confirmed pieces broke off and missing from the top orange section of the spacer. The other two spacers were not returned for evaluation. The root cause is attributed to heavy usage/wear out. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Three cathcart trial sleeves have chipped due to regular use.